Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc, act and up buttons dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons sometimes not response after press. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states the act and high button were not working correctly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.